Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration). Additional skin reactions reported under (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on approximately (B)(6) 2018, the patient experienced a skin reaction. The sensor was inserted into the abdomen. A medical review was performed by dexcom clinical ca specialist on (B)(6) 2018. The patient stated that after removing the sensor there was a small black mark at the insertion site. Patient reported no pain, discomfort, or disruption of the surface, but the mark did not fade over time and seemed to be a scar. No treatment was performed. Exact dates reactions occurred were unknown. At the time of contact, it was indicated that other than scarring the patient was in good condition overall. No additional event or patient information is available.